Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: guide wire tip remains in pt. Device issue: guide wire separation. It was reported that after stent implantation, a stent was post dilated with the guide wire jailed between the stent and the vessel. The guide wire tip separated and remained between the stent strut and the vessel. No attempt was made to remove the jailed guide wire tip. No add'l event or pt info is available.